Event description:
Medics were responded to a person diagnosed as apneic, pulseless and unresponsive. The device was connected to the pt using disposable defibrillation electrodes and an attempt was made to perform an automated ECG analysis . The device allegedly displayed a connect cable warning message and use of the defibrillator was inhibited. A fire department AED was immediately available and used. One shock was advised and administered. Paramedics subsequently arrived and took over treatment of the pt. The pt was not resuscitated. The operator indicated there was minimal delay in treatment of the pt as a result of the alleged problem.